Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the transmitter does not blink as it should and is a couple of years old. She stated that the transmitter had issues with connecting. No blood glucose reading was given. Nothing further was reported.